Manufacturer narrative:
The warmtouch patient warmer has been discontinued and is being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new model which addresses the potential failure mode. Return of the warmtouch for evaluation has been requested.

Event description:
It was reported that the warmtouch was in use on a patient in the surgery department and it was set at the lowest temperature setting. The users shut the unit off when they noticed the burning smell. The length of time the warmtouch had been on when the burning smell was observed, and whether the users shut if off before the safety features would have performed as intended is not known. It was reported that there was no incident or injury to the patient.